Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they have not contacted their doctor about the issue yet. They had only called in to find out how to put device into MRI mode and report that it was not functioning well. The device is going to be replaced, the new specialist agrees it was not functioning.

Event description:
Additional information was received from the patient. They reported that the device had been replaced, the replacement occurred (B)(6) 2021. The cause of the device not functioning had been determined, however no cause was elaborated. They said that the device was no deep enough, it flipped over and the leads broke. It was reported their pain and walking issue were resolved. They also noted they were sleeping better. The status of the removed device was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va286h3 serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since the patient's ins was implanted it has caused too much pain, crippling them and they can barely walk. Patient stated they tried to have it removed and placed deeper but they do not want to do that or the hcp cannot remove it. Patient stated they think it was placed close to the ball of sciatic nerves. Caller said the patient can generally handle a high level of pain but it hurts so bad they cry tears. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2021-07-22. Patient they turned stimulation over patient said the pain is because of the device's placement. The pain started at the (B)(6) 2020 or (B)(6) 2020, they had neuro surgery a month after they got the implant and fell after the neuro surgery. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported/anticipated at this time.